Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported that aortic rupture occurred. A left atrial appendage (laa) closure procedure was performed. During the procedure the patient's aorta ruptured and the patient hemorrhaged while on the operating table. No additional information is known. It was additionally clarified that the patient, "bled out on the operating table" inferring that the patient died.

Manufacturer narrative:
B5: clarified what was previously reported. H6: updated patient code from rupture to dissection and added impact code of death.

Manufacturer narrative:
Aware date used as event date is unknown.

Event description:
Reported via social media. It was reported that aortic rupture occurred. A left atrial appendage (laa) closure procedure was performed. During the procedure the patient's aorta ruptured and the patient hemorrhaged while on the operating table. No additional information is known.